Event description:
It was reported that a patient experienced intermittent occlusion issues with their mobi insulin pump, leading to frequent interruptions during insulin delivery. There was no adverse impact on the customer. To resolve the situation, the customer switched to an alternative method of insulin therapy, and a replacement pump was sent after troubleshooting attempts were exhausted.